Event description:
A report was received from a consumer regarding focus monthly softcolors contact lenses that tore during wear. One of the torn lenses caused irritation and medical attention was sought. An unspecified drop was prescribed and the eye was patched for two days. A diagnosis was not provided. The issue resolved and lens wear resumed within two weeks. Due to a lack of information and the aggressive treatment reported, this event is considered a possible corneal abrasion.

Manufacturer narrative:
(B)(4).